Event description:
The recipient reported no hearing sensation with the device. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the currently available information from the field, a technical implant failure seems likely. However, to determine an exact root cause, device investigation at the explanted device would be necessary. As of now, no information on further proceeding is communicated.

Event description:
The recipient reported no hearing sensation with the device. Further proceedings are unknown.